Manufacturer narrative:
This report is to retract MDR 2938836-2016-01186, as it was reported on an investigation device exemption (ide) device. The reported investigational device is currently undergoing a clinical trial.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated with two different programmers. When attempted to interrogate in a second room, it was also unsuccessful, and telemetry test was unsuccessful with multiple attempts. Premature battery depletion was also noted. Device was explanted and replaced.